Manufacturer narrative:
Additional analysis was performed on this ICD. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the inability to interrogate this device.

Event description:
Boston scientific received information that during a follow-up of this implantable cardioverter defibrillator (ICD), this ICD could not be interrogated. The physician tried using a different programmer in a different follow-up room, but it still did not resolve the issue. It was not possible to check device pacing on an external electrocardiogram. Different ways to interrogate were tried and repeated - magnet use, using a different programmer and manually selecting the software, changing the room. All attempts were not successful. The patient had not received magnetic resonance imaging or radiotherapy, so the cause for the inability to interrogate this ICD could not be determined. Since this ICD could not be interrogated and there was no magnet response and therefore, therapy availability could not be confirmed, this ICD was explanted, and replaced, and will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted a small dent on the back of the device case. No other anomalies were noted. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.